Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the reporter, on approximately (B)(6) 2026, the pediatric patient experienced a skin reaction with inflammation, drainage, pustules and an infection underneath the sensor pod area. Prior to sensor insertion the area was prepped with soap and water. The patient had an abscess, infection and pus coming out of the infection site. Photos of the reported skin reaction in the complaint record were reviewed. A localized erythematous skin reaction characterized by a small, raised area of redness with surrounding inflammation can be seen. A yellowish-white pustule or blister-like lesion is present centrally, with mild swelling around the affected site. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The patient developed the skin reaction while the patient was already admitted to the hospital. The patient was being monitored from the previous week due to vomiting, diarrhea and a hypoglycemic event. The patient was prescribed an unspecified oral antibiotic and is currently undergoing regular swabbing of the affected skin site to monitor for worsening infection. There was no documentation of further medical intervention. At the time of the report, the patient's condition was improving. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).